Manufacturer narrative:
The service provider provided the investigation report on (B)(6) 2021. The actual device was tested. The pump passed the occlusion test. The reported issue was not confirmed.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2021-00044).

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On 08/27/2021, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor and stated that pump 502642 has an "occlusion" issue. The device operator was a biomed technician. No medication was being infused. No patient was involved.